Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's father in law reported via phone call high blood glucose levels/ customer's blood glucose level was over 700 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced high blood glucose levels, customer did not change their set and had the same one on and they were wearing the insulin pump when admitted into the hospital. Customer removed the cannula from their body and realized it was bent. Customer felt very sick and was vomiting as a result of their high blood glucose. Customer was advised to change out their entire set, reservoir, insulin and treat per healthcare provider's instructions.